Event description:
It was discovered today - not in surgery, just at an instrument warehouse facility that this mallet is no longer useful. The bond between the steel metal mallet and its grip is too loose and it needs to be replaced. Original implant date none. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).